Manufacturer narrative:
The insulin pump was programmed with multiple bolus units and down loaded properly using carelink pro. All selected bolus units were properly listed in the insulin pump and in the carelink report list. No bolus or history anomaly was noted. The insulin pump functioned properly during the rewind, basic occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was received with a cracked reservoir tube lip.

Event description:
Customer reported via phone call that she was at the doctor's office and when downloading the insulin pump's information it was found that there was no bolus history. Customer also stated that she attempted to deliver a bolus but no insulin was delivered and her blood glucose went high. Blood glucose value is unknown. It was stated that the customer had high ketones. A bolus was delivered during the call and it did record in the bolus history. Troubleshooting was declined. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.